Manufacturer narrative:
(B)(4).

Event description:
The pacemaker was interrogated at the sales branch office while it was still in the box, and found switched in standby mode. Reportedly, the pacemaker was interrogated at more than one meter away from other pacemakers. Re-initialization of the pacemaker was not performed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was interrogated at the sales branch office while it was still in the box, and found switched in standby mode. Reportedly, the pacemaker was interrogated at more than one meter away from other pacemakers. Re-initialization of the pacemaker was not performed.